Event description:
It was reported that during an unknown procedure, the surgeon found the clip of the device could "flick" automatically, and then the surgeon used forceps to open the clip and fire again. Also, the clip could not be opened during testing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.